Event description:
(B)(6) clinical study. Same case as: 2134265-2012-02320. It was reported that during a coronary stenting treatment procedure, the patient experienced chest pain. The denovo lesion being treated was located in the 1st diagonal. The lesion was 85% stenosed, 2.75mm in diameter and 5mm long. The luge wire and an unknown 6f guide catheter fl4 were advanced across the diagonal and the lesion was treated with direct stent placement using a 2.75x12mm taxus liberte stent. The patient complained of chest pain which was treated with 50 mcg of fentanyl. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the patient experienced chest pain. The denovo lesion being treated was located in the 1st diagonal. The lesion was 85% stenosed, 2.75mm in diameter and 5mm long. The luge wire and an unknown 6f guide catheter fl4 were advanced across the diagonal and the lesion was treated with direct stent placement using a 2.75x12mm taxus liberte stent. The patient complained of chest pain which was treated with 50 mcg of fentanyl. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).